Manufacturer narrative:
Method: device not returned. The device history record review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Multiple attempts to return device were performed, however, the healthcare provider has not released it to edwards for evaluation. Leaflet tear is a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. However, without the device return, we are unable to conclusively determine the root cause for the explant of this device. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: the received device exhibits mechanical damage and serrated markings in the cusp area of leaflet 1. Cuts in the fabric at the commissures exposed the wireform at the outflow aspect. These disruptions were most likely due to explant. The valve exhibited thickened tissue. Thickened tissue restricted mobility in the leaflets and may have contributed to stenosis. Multiple tears were noted along the attachments. At leaflet 3, two tears were noted at opposite commissures. At commissure 1 the tear measured to 6mm, and at commissure 3 by 11mm. At leaflet 2 and commissure 3 a tear measured to 6mm was also noted along the attachment. Similarly at leaflet 1 and commissure 2, the tear measured to 11mm. Minimal host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 1-2mm. Host tissue was minimal at the stent inflow. No inconsistencies were detected in the x-ray as the wireform was intact. The device evaluation indicated non-calcific tissue degeneration (thickened and swollen tissue) as the primary cause of the torn leaflets which led to the aortic insufficiency and ultimately the explant of the valve. Non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.

Event description:
It was reported that a 2800 25mm aortic valve was explanted after a duration of 8 years, 7 months (103 months) due to torn leaflets which led to aortic insufficiency. The operative report indicates there was structural valve deterioration of aortic bioprosthetic valve and it had eroded through the noncoronary sinus. The aorta and the noncoronary sinus were no longer in continuity with the aortic annulus. Also noted was significant aortic insufficiency through the aortic prosthetic valve. In addition, the patient underwent mitral valve repair, and aortic root replacement during the same surgery.